Event description:
It was reported that an alarm sounded due to the right ventricular (rv) lead having high sensing integrity counts, the pace/sense impedance measurements were varying, there was noise seen on the non-sustained events with v-v intervals on multiple occasions. A rv lead fracture is suspected. The detections were turned off and the lead remains implanted. No patient complications were reported as a result of this event.

Event description:
It was reported that an alarm sounded due to the right ventricular (rv) lead having high sensing integrity counts, the pace/sense impedance measurements were varying, there was noise seen on the non-sustained events with v-v intervals on multiple occasions. A rv lead fracture is suspected. The detections were turned off and the lead remains implanted. No patient complications were reported as a result of this event.

Manufacturer narrative:
Product event summary: performance data was collected from the device and has been analyzed. Sensing/oversensing: 27 short v-v interval <(> <<)> 220 ms are registered on (B)(6) 2011.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4); 7288 implantable cardioverter defibrillator (B)(6) 2007.